Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on august 20, 2021.

Manufacturer narrative:
This report is submitted on july 16, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent reduction in clinical benefit. Reprogramming attempts were made; however the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not yet taken place at the time of this report.